Manufacturer narrative:
The supplement MDR with manufacturing report number (3003442380-2025-12959), was submitted on 08-oct-2025 with complaint (B)(4), do not consider it because it was submitted by error consider the complaint: supplemental report 02- (B)(4). Correction: this MDR is being submitted to correct the submitted expiration date under d4 additional information - this MDR is being submitted to include the below:4 h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006951, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6006951". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006951 was manufactured according to the work instruction (wi) version 114 and manufactured in the line 04, on 10/may/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No physical samples were returned. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. Corrective and preventive action (CAPA) determination results: this complaint falls under the scope of the corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the non-conformance (nc). 1. Include the defect in document (B)(4) (work instruction inset line). 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document (B)(4) (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document (B)(4) (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database (B)(4) 30/sep/2025).

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient went to an emergency room (ER) due to hyperglycemia on (B)(6) 2025 and got treated with intravenous (IV) fluids and insulin. Blood glucose level was 500 mg/dl at the time of the event and was caused by bent cannula. The patient was released from the emergency stay (ER) on (B)(6) 2025. The patient also took bolus via pump to resolve blood glucose issue. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Supplemental report 01- (B)(4) - MDR 3003442380-2025-12403. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6012674 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code introducer needle is found bent upon removal from infusion site complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing: lot 6012674 was manufactured according to the wi version 101 and packaging in the multivac 14, on 31/mar/2025, with a total of (B)(4) units. Welding lot 5c04479 was manufactured according to the[?]wi version 34, welding in the machine ls24 and ls25, on 30/mar/2025, with a total of (B)(4) units. Lot 5c04478 was manufactured according to the[?]wi version 34, welding in the machine ls06 and ls07, on 24/mar/2025, with a total of (B)(4) units. Gluing of connector lot 5c04467 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5c04468 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b01384 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 23/mar/2025, with a total of (B)(4) units. Lot 5c01365 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 25/mar/2025, with a total of (B)(4) units. Lot 5b02939 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b02940 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 30/mar/2025, with a total of (B)(4) units. Lot 5b02941 was manufactured according to the wi version 39, gluing of connector in the gluing line 3, on 27/mar/2025, with a total of (B)(4) units. Gluing of tubing lot 5c00916 was manufactured according to the wi version 67, gluing of tubing in the machine sc05 and sc06, on 31/mar/2025, with a total of (B)(4) units. Lot 5c00917 was manufactured according to the wi version 67, gluing of tubing in the machine sc05 and sc06, on 01/abr/2025, with a total of (B)(4) units. Review of the device history record (DHR)showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database 15/aug/2025 against malfunction introducer needle is found bent upon removal from infusion site and lot 6012674 and no other complaint has been registered in database for the same lot 6012674 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA)plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.